Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation location of the perforation: fallopian tubes"), device dislocation ("migration of essure device: left lower quadrant") and pelvic pain ("pelvic pain/ pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, nsaid's and paracetamol (acetaminophen). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorrhagia"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary infection"). The patient was treated with surgery (hysteroscopy dilation and curettage/ total hysterectomy bilateral oophorectomy), surgery (hysteroscopy dilation and curettage/ total hysterectomy bilateral oophorectomy) and surgery (hysteroscopy dilation and curettage/ total hysterectomy bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection and urinary tract infection outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 02-mar-2018: plaintiff fact sheet and medical records received. New reporter added and case updated to medically confirm. Patient demographics, concomitant diseases and concomitant medications added. Essure start date and indication updated and stop date added. New events, abnormal bleeding (vaginal, menorrhagia), migration of essure device : left lower quadrant, perforation location of the perforation: fallopian tubes with abdominal pain, urinary tract infection and vaginal infection were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation location of the perforation: fallopian tubes"), embedded device ("migration of essure device location of device: myometrium/ perforation (other) please describe and state the location of the perforation:myometrium/igration of essure device-left lower quadrant/migration of essure device location of device:myometrium") and pelvic pain ("pelvic pain/ pain") in a 21-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2016, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candidasis vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection/ uti") and device expulsion ("igration of essure device : left lower quadrant / migration of essure device location of device: myometrium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, embedded device, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, polycystic ovaries, vulvovaginal candidiasis and device expulsion outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: coding correction done. Event term updated from candis to candidasis vulvovaginitis and recoded to meddra llt vulvovaginal candidiasis. Event vulvovaginitis was deleted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation location of the perforation: fallopian tubes"), device dislocation ("migration of essure device : left lower quadrant") and pelvic pain ("pelvic pain/ pain") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy) and surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and polycystic ovaries outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "device breakage, polycystic ovaries" were added. Product implant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation location of the perforation: fallopian tubes"), embedded device ("migration of essure device location of device: myometrium/ perforation (other) please describe and state the location of the perforation:myometrium/migration of essure device-left lower quadrant/migration of essure device location of device:myometrium") and pelvic pain ("pelvic pain/ pain") in a 21-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, levonorgestrel (mirena) from january 2014 to april 2016, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candidasis vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection/ uti") and device expulsion ("igration of essure device : left lower quadrant / migration of essure device location of device: myometrium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, embedded device, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, polycystic ovaries, vulvovaginal candidiasis and device expulsion outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation location of the perforation: fallopian tubes"), embedded device ("migration of essure device location of device: myometrium/ perforation (other) please describe and state the location of the perforation:myometrium/migration of essure device-left lower quadrant/migration of essure device location of device:myometrium") and pelvic pain ("pelvic pain/ pain") in a 22-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2016, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), candida infection ("candis"), vulvovaginitis ("vulvovaginitis") and device expulsion ("migration of essure device : left lower quadrant / migration of essure device location of device: myometrium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy) and surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, embedded device, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, polycystic ovaries, candida infection, vulvovaginitis and device expulsion outcome was unknown and the pelvic pain had resolved. The reporter considered candida infection, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Historical drug, concomitant drug was added. Lot number, patient's demographics was added. Event added as per pfs candidiasis, vulvovaginitis, migration of essure device location of device: myometrium/ perforation (other) please describe and state the location of the perforation: myometrium. Updated onset date. Outcome of pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation location of the perforation: fallopian tubes"), device dislocation ("migration of essure device : left lower quadrant") and pelvic pain ("pelvic pain/ pain") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy), surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy) and surgery (hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and polycystic ovaries outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation location of the perforation: fallopian tubes'), uterine perforation ('uterine perforation'), embedded device ('migration of essure device location of device: myometrium/ perforation (other) please describe and state the location of the perforation:myometrium/igration of essure device-left lower quadrant/migration of essure device location of device:myometrium') and pelvic pain ('pelvic pain/ pain') in a 21-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, chlamydial infection, polycystic ovarian syndrome, osteoarthritis, cystic fibrosis, fibrocystic breast disease, headache, mood swings, migraine, mental disorder and uterine dilation and curettage. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse, rash, stress urinary incontinence, pain menstrual, vulval itching, vaginal odor, burning micturition, dysuria, vulvovaginal candidiasis, bladder infection, genital bleeding, pain menstrual, uterine bleeding, fatigue, appetite lost, pallor, menstruation abnormal, intermenstrual bleeding, corpus luteum cyst, dysfunctional uterine bleeding, bicornuate uterus, oligomenorrhea, follicular cyst of ovary, vaginitis bacterial, left lower quadrant pain, metrorrhagia and pelvic varices. Concomitant products included antacids, antibiotics, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2016, nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)-2013, the patient experienced vulvovaginal candidiasis ("candidasis vulvovaginitis"). On (B)(6)-2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6)-2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On(B)(6)-2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection/ uti"), device expulsion ("igration of essure device : left lower quadrant / migration of essure device location of device: myometrium"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy and hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy). Essure was removed on (B)(6)-2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, menometrorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, polycystic ovaries, vulvovaginal candidiasis, device expulsion, psychological trauma, vaginal discharge and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, heavy menstrual bleeding, menometrorrhagia, pelvic pain, polycystic ovaries, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for bladder and urinary problems. Right coil: 1 left coil: 1 discrepancy noted in date of removal: (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: results: total bilateral occlusion no contrast around the essure catheter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, dysmenorrhoea, menorrhagia, menometrorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Reporter information, race information, medical history, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation location of the perforation: fallopian tubes'), uterine perforation ('uterine perforation'), embedded device ('migration of essure device location of device: myometrium / perforation (other) please describe and state the location of the perforation: myometrium / igration of essure device-left lower quadrant/migration of essure device location of device: myometrium') and pelvic pain ('pelvic pain/ pain') in a 21-year-old female patient who had essure (batch no: a73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, chlamydial infection, polycystic ovarian syndrome, osteoarthritis, cystic fibrosis, fibrocystic breast disease, headache, mood swings, migraine, mental disorder and uterine dilation and curettage. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse, rash, stress urinary incontinence, pain menstrual, vulval itching, vaginal odor, burning micturition, dysuria, vulvovaginal candidiasis, bladder infection, genital bleeding, pain menstrual, abnormal uterine bleeding, fatigue, appetite lost, pallor, menstruation abnormal, intermenstrual bleeding, corpus luteum cyst, dysfunctional uterine bleeding, bicornuate uterus, oligomenorrhea, follicular cyst of ovary, vaginitis bacterial, left lower quadrant pain, metrorrhagia and pelvic varices. Concomitant products included antacids, antibiotics, levonorgestrel (mirena) from on (B)(6) 2014 to on (B)(6) 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candidasis vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection/ uti"), device expulsion ("igration of essure device : left lower quadrant / migration of essure device location of device: myometrium"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy and hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, menometrorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, polycystic ovaries, vulvovaginal candidiasis, device expulsion, psychological trauma, vaginal discharge and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, heavy menstrual bleeding, menometrorrhagia, pelvic pain, polycystic ovaries, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for bladder and urinary problems. Right coil: 1. Left coil: 1. Discrepancy noted in date of removal: on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. No contrast around the essure catheter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, dysmenorrhoea, menorrhagia, menometrorrhagia, pelvic pain. Lot number: a73751, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation location of the perforation: fallopian tubes'), uterine perforation ('uterine perforation'), embedded device ('migration of essure device location of device: myometrium/ perforation (other) please describe and state the location of the perforation:myometrium/"migration" of essure device-left lower quadrant/migration of essure device location of device:myometrium') and pelvic pain ('pelvic pain/ pain') in a 21-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included oligomenorrhea, polycystic ovarian syndrome, obesity, headache, nausea, painful intercourse and rash. Concomitant products included antacids, antibiotics, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candidasis vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2015, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/"metrorrhagia""), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection/ uti"), device expulsion (""migration" of essure device : left lower quadrant / migration of essure device location of device: myometrium"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy and hysteroscopy dilation and curettage/total hysterectomy bilateral oophorectomy /salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, menometrorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, polycystic ovaries, vulvovaginal candidiasis, device expulsion, psychological trauma, vaginal discharge and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, polycystic ovaries, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events: uterine perforation, psych injury, vag. Discharge, bladder infection, bladder problems, urinary problems were added. Reporter and rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia/metrorragia") and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was succesfully occluded company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.